Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl reconstruction along with a meniscus repair surgery, the t1 implant of the fast-fix 360 fell off when the package was opened. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Results of investigation found the actuator pushed both implants off the insertion device simultaneously.

Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned still on the needle. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found the actuator pushed both implants off the insertion device simultaneously and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause for premature activation could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. The root cause for firing problem has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.